Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was broken. The guidewire was kinked. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire. Visual inspection found the distal portion of the guidewire stuck in the lead and could not be removed. The guidewire appeared kinked, pulled, unraveled and being broken into two pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was placed in the coronary sinus, but the guidewire was impossible to remove without removing the lead. The lead and guidewire were removed and replaced. The second attempted left ventricular (lv) lead exhibited the same problem. The second lead and guidewire were removed. A third lead was attempted and successfully implanted. No patient complications have been reported as a result of this event.